Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon evaluation of the returned unit, the claimed condition was confirmed. It was found that the mix chamber broke off. A definite root cause could not be determined. Potential root causes for this condition are the following: excessive transfer pressure causes mix chamber damage. User allows excessive time lapse between monomer pour and mix activation. Added other substances to the cement that can affect its mechanical properties. Product dropped (user related).

Event description:
It was reported that the autoplex system was being used in a kyphoplasty procedure when the top portion came off the device during the mixing process. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the autoplex system was being used in a kyphoplasty procedure when the top portion came off the device during the mixing process. There were no patient or user injuries, and no adverse consequences.